Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to advance and difficulty advancing the device were confirmed. Additionally, the inner member and shaft on the returned device was noted to be stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance, difficulty advancing the device or the noted stretched inner member and shaft. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Estimated date of event: (B)(6) 2023. The additional guidewire device is filed under separate medwatch report number.

Event description:
It was reported that on the back table, during prep, a command guide wire was attempted to be advanced through the 2x20 mm armada 14 percutaneous transluminal angioplasty (pta) catheter but there was resistance. There may have been a blockage in the lumen of the balloon or the lumen was bent. There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. A new balloon was used to complete the procedure with the same command guide wire. Returned device analysis identified that a potentially abbott guide wire was returned frozen in the lumen of the armada pta catheter. The proximal end of the balloon was wrinkled and the inner member was stretched then bunched at same location. No additional information was provided.